Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent lead revision on (B)(6) (MFR reference report # 1627487-2017-05885) after which the scs ipg was unable to communicate with the external devices reading as error message 'problem was found with the generator that could not be repaired. Ipg was replaced.

Manufacturer narrative:
Correction number and associated detail was inadvertently omitted in the initial report. This report consist of missing information. It was reported that the ipg was explanted on (B)(6) 2017. Effective therapy was restored. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.